Event description:
It was reported that the pump¿s wireless charging pad intermittently failed to charge, with the pad lighting and the pump beeping on placement, then shutting off unless pressure was applied to the cord to maintain contact; the pump charge level was approximately three-quarters, and a replacement charger was arranged while advising use of a compatible third-party wireless charger up to 10 w. Symptoms included no patient symptoms. Outcomes included no impact to health. Investigation included review of the reported charging behavior and provision of a replacement charger. Investigation of this case revealed a suspected intermittent connection or hardware malfunction of the charging pad or cord consistent with a charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging accessory.